Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011 the patient experienced peritonitis, but was not hospitalized. The cause of peritonitis was unknown. On (B)(6) 2011, the patient recieved a loading dose of vancomycin ( 1 gm, ip, loading dose), and cifran (500mg, ip, loading dose). The peritonitis was resolving, and dianeal therapy was ongoing. The nurse stated that the peritonitis was not related to dianeal therapy.